Event description:
Blood glucose monitoring test strips expiration date indicates one that is usable - 03/31/06; however the manufacturer's inventory system indicates the strips are expired - 03/31/05. Reporter stated no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.